Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was suspected to deliver inappropriate therapy. Anti-tachycardia pacing (atp) and 4 electric shocks were delivered. Additionally, during another episode, oversensing of noise resulted in inappropriate shocks. No additional adverse patient effects were reported. At this time, this device remains in service.